Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 27 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The iliac arteries were aneurysmal. It was reported that during a routine f/u a distal type 1 endoleak on the right side was seen. The iliac aneurysm had developed around the distal portion of the contralateral limb and resulted in loss of seal (see MFR # 2953200-2010-02561). The iliac aneurysm was attributed to disease progression. The decision was made to embolize the right hypogastric artery and extend with a talent limb. After the talent limb was implanted there was a small pin hole that resulted in a type 3 endoleak. The talent limb was relined with an additional stent graft and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak) and (unk cause of endoleak). Conclusions: (unk cause of endoleak).